Manufacturer narrative:
Investigation completed 09/28/2017. Device history record reviewed for sn (B)(4) work order (B)(4), lot/ 127 manufactured on 8/31/2012 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. Customer complaint not confirmed, no issues observed. The returned unit has passed all specific functional testing requirements. When unit was properly positioned and put under pressure, the unit did not have slip. Unit needs to be machined to have heli-coils added to large starburst threads for routine maintenance. General maintenance and cleaning required. The root cause is undetermined at this time.

Event description:
The product was found on a shelf with the note stating that a slip had occurred during a case. It was believed that this happened several months ago. Patient information was unknown.